Manufacturer narrative:
This report is submitted on july 12, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration. Subsequently, the device was explanted (date not reported) and it is unknown if there are plans to reimplant the patient with a new device as of the date of this report.